Event description:
The customer reported an incident where the alarms did not sound at the central station.

Manufacturer narrative:
The customer reported an incident where the alarms did not sound at the central station. The available information is not sufficient to support that there was any problem with the monitor's audio function or that there was a problem with alarming. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).